Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 24-sep-2022, UDI#: (B)(4); product ID: etlw1610c124e, serial/lot #: (B)(4), ubd: 10-jun-2023, UDI#: (B)(4) ; product ID: etlw1610c146e, serial/lot #: (B)(4), ubd: 01-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a ruptured abdominal aortic aneurysm measuring 95mm. Pre-op it was noted the patients left internal iliac was occluded. The right common iliac had a 35mm aneurysm and the right internal was occluded at the time of the index procedure. Post the index procedure the patient was discharged to a rehabilitation center. It was reported 2 weeks post the procedure, the patient presented emergently from the rehab facility with severe leg pain. A CT scan showed complete occlusion of the aorta from the renal arteries down to the feet. The patient was taken back to the operating room and an ax-fem bypass was preformed. Bi lateral leg thrombectomies were preformed to remove clot from the legs. The patient was reported to be in a stable condition with pulses in both legs post the procedure. As per the physician the cause of the event could not be determined. No additional clinical sequalae was provided and the patient is fine.